Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, the patient presented with back pain, leg weakness, and intermittent numbness with a preoperative diagnosis of post traumatic deformity, t12 thoracic spine pain, and junctional kyphotic deformity. The patient underwent surgery which consisted of t11-t12 discectomy and decompression; t12-l1 discectomy and decompression and t12 corpectomy; placement of intervertebral body prosthesis; posterior anterior fusion t11 to l1; and an anterior lumbar instrumentation at t11 and l1 with plate and screws. Per the operative report ¿¿ at this point, a plate was fit and lagged into the t11 and l1 vertebral bodies, four screws each. The screws were torqued and tightened. Prior to this, a medium package of infuse was packed into the space laterally along with allograft and then additional graft anterior to the cage¿. ¿no complications were noted. On (B)(6) 2009, in a post-op f/u the patient presented pain . The patient also complained of abdominal swelling under his left rib. Per the doctor¿s notes ¿... The swelling is because of the denervation of the nerve that supplies the muscle and that the swelling should improve with time..¿ on (B)(6) 2010, the patient presented right subcostal tenderness and muscle spasms (improved). On (B)(6) 2010, the patient presented low back pain. The patient had a functional capacity evaluation in which the patient presented mid to low back discomfort during lifting and carrying task and demonstrated smooth and coordinated movement patterns throughout fce testing but movement was slow and guarded. Any resistance greater than 15lbs without back being supported caused increased back pain. Limited tolerance to forward bending and kneeling/half-kneeling. Per the therapists notes: ¿... Physical abilities do not match job requirements..¿ on (B)(6) 2010 per a doctor¿s letter, on the patient¿s condition¿ ¿¿ pain goes into the hips and thighs ¿ in the morning he has stiffness of his back, trouble standing. When he is on his feet, tends to wobble. When he takes a deep breath, he is tight ... He is quite tender in the lumbar spine with flexion of 40-45 degrees, extension at 10, right and left lateral flexion of 25 degrees. Thoracic spine at 40, the left at 45 degrees.¿ the patient ¿notes that he is having some fatigue with his condition ¿ he still has deformity as far as the chest wall related to the operative approach down through chest ¿ he is still quite limited as far as the range of motion of the lumbar spine. Complains about pain in his thoracic spine .¿ the doctor felt application for disability was reasonable with his level of impairment at 23% the whole body. On (B)(6) 2011, presented left hip pain and left arm numbness and weakness; occasional right hip pain; pain in the left rib cage under the arm; left arm and hand persistent moderate tingling. The patient also complained of dropping tings out of his hand due to not knowing how hard to grasp them. On (B)(6) 2011, the patient presented back pain -mostly on the left side of the lower back and numbness in the left hand and sometimes in the left lower leg. A thoracic spine x-ray was taken which demonstrated ¿post op changes of the lower thoracic/upper lumbar spine.¿ on (B)(6) 2011, the patient presented mid to low back pain ¿ more posterior radiating into the posterior ribs and numbness on the left side. A pa chest and left ribs x-ray was taken which demonstrated ¿no recent fractures on the left side and no active cardiopulmonary disease¿. On (B)(6) 2013 the patient presented mid back pain radiating to the neck, shoulder, arm, and lower leg; tingling in hands; stiffness; and discomfort to palp of lumbar paraspinal muscles. Pain increased with activity and sustained postures. On (B)(6) 2013, the patient presented pain in lower back, left side pain, left abdominal pain, left hip pain, and pain down into the left leg. On (B)(6) 2013 in a pt ov, the patient presented pain, and limited rom. Per the doctor¿s notes ¿¿ his active range of motion for back extension was limited by approximately 80%. His rotation right and left was limited by 50%...¿ on (B)(6) 2013, the patient presented neck pain, chronic back pain worse with activity; leg pain; and depression. Failed back syndrome. Failed physical therapy. Per the doctors notes a CT showed t12 corpectomy and solid arthrodesis. On (B)(6) 2013, the patient presented back pain and pain down left side into his groin when pressing left side of spine. ¿symptoms are located in the midline lower back, left mid back, right mid back and right lower back. The pain radiates to the buttocks (left), thigh (right) and lower leg (left).¿ on (B)(6) 2013, the patient presented mid back pain on the left side radiating to the left thigh and left flank/waist and muscle weakness. On (B)(6) 2013, the patient presented mid back and lower pain radiating to the left thigh. On (B)(6) 2013, the patient presented mid back left and right chronic back pain radiating to the arm and abdomen; and arm weakness. The patient reported that he believes he is starting to drag his left foot. On (B)(6) 2013, the patient presented chronic back pain, weakness, and depression. He reported not being able to tie his shoes or pick up a gallon of milk.

Manufacturer narrative:
Review of radiographic images found as follows: on (B)(6) 2005 cervical CT axial views show no fracture, dislocation, hnp, cord compression etc. On (B)(6) 2005 head CT no spinal pathology is seen (B)(6) 2005 chest CT no spinal pathology noted 6/5/2005 abdomen CT no pelvic pathology noted. Fracture is expected in the region of the thoracolumbar junction. On (B)(6) 2005 lumbar CT two column fracture of t12 is noted with 50-60% collapse of anterior column. Fracture is seen extending through the left pedicle but there is no narrowing of the canal or displacement of the inter-pedicular bone. On (B)(6) 2005 thoracic MRI edema is seen within the region of t12 consistent with the fracture seen on lumbar CT. Canal again looks patent. On (B)(6) 2005 multiple films (foreign body localization) multiple fascial films are over exposed and show now specific foreign body due to this. On (B)(6) 2005 thoracic spine series multiple films show the deformity due to vertebral body fracture at the thoracolumbar junction. Due to poor technique ribs cannot be counted and the ls spine is not seen making exact localization difficult. On (B)(6) 2008 thoracic spine series dorsal spine is viewed. Cardiac shadow is normal. Ribs are intact. Lung fields are intact. Underexposure obscures level of fracture. Thoracolumbar ap appears to show t12 as the fractured level. Progressive deformity is noted at the t12 fracture with the anterior vertebra collapsed to an acute angle. Pathologic kyphosis through this fracture is now about 35-40 degrees. On (B)(6) 2008 thoracic MRI sagittal t2 views now show that the acute kyphosis through the level of the fracture is not compressing the ventral spinal cord. No abnormal signal is seen within the cord. Stir shows no residual edema within the fractured vertebra suggesting complete healing. On (B)(6) 2008 soft tissue x-rays neck/ head CT no spinal pathology (B)(6) 2009 thoracic spine/lumbar spine series t12 fracture noted. Extreme t12 localized kyphosis remains with normal lumbar lordosis below. On (B)(6) 2009 thoracic MRI ventral cord compression is seen on sagittal t2 related to acute kyphosis through previous fracture at t12. Conus is now clearly seen at l1/2. Fracture appears to have fully healed. On (B)(6) 2009 lumbar MRI sagittal t2 appears normal with the exception of the t12 fracture deformity. All lumbar discs remain normally hydrated without narrowing, bulging or signs of collapse. Canal is fully open. Axial views show no pathology. On (B)(6) 2009 chest x-ray series grossly over exposed pa chest x-ray. Of little diagnostic value (B)(6) 2009 chest x-ray ap view portable of better quality shows chest tube in place on the left. Lung is not completely expanded. Corpectomy construct can be seen on ap view with vertebral body spacer and anterior plate with 4 screws. Details are not well visualized on this view. On (B)(6) 2009 interoperative fluoroscopy t12 corpectomy interoperative localization film with needle holder holding a k wire inserted into the t12/l1 disc space . On (B)(6) 2009 chest x-ray series ap view continues to show the chest tube but there now seems to be complete inflation of the left lung. Some left sided elevation of the hemidiaphragm is noted. On (B)(6) 2009 chest x-ray series chest tube remains in place with full inflation of the left lung field. On (B)(6) 2009 chest x-ray series chest tube has been removed. Lung remains inflated. Effusion is suspected in the left lung base. Ileus is noted with abundant colon gas. Thoracolumbar construct is again seen. On (B)(6) 2009 thoracic spine series construct is cut off on several films. Lung field again remains full. Additional ap shows the construct clearly. Plate on the left from t11 to l1 with four screws in each vertebrae with bicortical fixation. Interbody device replaces t12.. On (B)(6) 2009 thoraco-lumbar spine series ap and lateral view shows the construct clearly. Plate on the left from t11 to l1 with four screws in each vertebrae with bicortical fixation. Interbody device replaces t12. Some residual kyphosis locally at this level remains estimated at approximately 20 degrees. On (B)(6) 2009 lumbar spine series lumbar spine remains well positioned. Only pathology seen is about the t12 fracture and its stabilizing corpectomy and fixation. On (B)(6) 2009 thoracic spine series multiple views of the construct as noted on previous reports without change. Fixation remains solid without increased angulation or signs of collapse. On (B)(6) 2009 lumbar spine series multiple views of the construct as noted on previous reports without change. Fixation remains solid without increased angulation or signs of collapse.

Event description:
(B)(6) 2009: the patient presented to assess his ability to work. The patient reported back pain as his chief complaint as well as numbness and tingling . The pain radiates down into the lower extremities. Diagnosis: previous lower thoracic fracture; back pain; leg weakness. (B)(6) 2009: the patient presented for consultation. The patient had a motor vehicle accident 2005. He was treated conservatively and developed post-traumatic kyphosis and deformity. Impression: post-traumatic deformity with persistent pain of a chronic nature requiring po narcotics. (B)(6) 2013: the patient presented with increasing pain and with range of motion in the back limited by almost 80%.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1988: the patient presented following 3 wheeler accident with pain in his right side of chest and right side of his back near his scapula. Assessment: multiple abrasions and contusions secondary to 3 wheeler accident. On (B)(6) 1989: the patient presented with a painful lymph node in right neck submandibular and toothache on the right side. Assessment: negative heent exam; possible lymphadentis secondary to dental problem. On (B)(6) 1989: the patient presented with chest discomfort, possible congestion, and sore throat. Assessment: acute bronchitis probably secondary to upper respiratory infection. On (B)(6) 1990: the patient presented with pain and swelling of his foot after dropping a heavy object on it. Assessment: contusion left dorsal foot. On (B)(6) 1991: the patient presented with chest and nasal congestion and deep cough. Assessment: bronchitis. On (B)(6) 1999: the patient presented with muscle aching, headaches and weakness. Assessment: flu syndrome. On (B)(6) 2002: the patient presented with stomach problems. Assessment: anxiety disorder; depression, mild. On (B)(6) 2002: the patient presented with acute pharyngitis. On (B)(6) 2002: the patient presented with acute bronchitis. On (B)(6) 2004: the patient presented with acute bronchitis and leukocytosis. On (B)(6) 2004: the patient presented with stomach problems and vomiting. Assessment: depression. On (B)(6) 2008: the patient presented because of a lump noted on the right cervical lymph node that has been there for 6 days. The patient also reports some back pain. Assessment: acute frontal sinusitis; back pain. On (B)(6) 2008: the patient underwent a cervical spine x-ray that showed a compression fracture involving the superior endplate of t12 which was mildly or slightly worse since last study. On (B)(6) 2008: the patient presented for follow up. Assessment: history of compression fracture at t12 which has worsened slightly; possible submental salivary gland partial obstruction with a small salivary gland stone that may be causing a partial obstruction during salivary secretion. On (B)(6) 2008. The patient underwent a bone mineral analysis that showed osteopenia of left femoral bone neck. On (B)(6) 2008: the patient presented with right sided cervical lymphadenopahty with right ear feeling plugged up and his sinuses feeling funny. Assessment: cervical lymphadenopathy with acute frontal sinusitis. On (B)(6) 2008: the patient presented with a lump on his neck. Assessment: enlargement of the right submandibular salivary gland vs lymphadenopathy secondary to acute pharyngitis; acute pharyngitis; tobaccoism. On (B)(6) 2009: the patient presented with recurrent mid back pain. The patient reports some left thigh numbness. Assessment: mid back pain; osteopenia of the let femoral bone neck. On (B)(6) 2009: patient's culture: no (B)(6) isolated (B)(6) 2009: the patient presented with the following preoperative diagnoses: post-traumatic deformity; t12 thoracic spine pain; and functional kyphotic deformity. The patient underwent the following procedures: t11-t12 discectomy and decompression; t12-l1 discectomy and decompression and t12 corpectomy; placement of intervertebral body prosthesis; posterior anterior fusion t11-l1 with rhbmp-2/acs; anterior lumbar instrumentation at t11 and l1 with plate and screws. Per the op notes, prior to the placement of the plate, a medium package of rhbmp-2/acs was packed into the space laterally along with allograft and then additional graft anterior lateral to the cage. No complications were noted. The patient underwent x-rays of the chest. Impression: approximate 30-40% lefts sided pneumothorax with a left sided chest tube and minimal right sided atelectatic changes; t12 corpectomy changes. Intra-op fluoroscopy of the lumbar spine was also performed. No complications noted. Intra-operative neuro-monitoring was performed. Summary: uneventful case. General anesthesia was used. On (B)(6) 2009: the patient underwent x-rays of the chest. Impression: minimal basilar effusions and atelectasis. On (B)(6) 2009: patient underwent x-rays of the chest. Impression: continued left sided chest tube with no pneumothorax identified; continued small bilateral pleural effusions and bibasilar atelectasis, slightly worsened since prior study. On (B)(6) 2009: the patient underwent x-ray of the chest. Impression: no evidence of pneumothorax post left chest tube removal; trace bilateral pleural effusions with stable left basilar consolidation. X-rays of the spine were also performed. Impression: stable hardware, no complications or acute osseous pathology noted. On (B)(6) 2009: the patient was discharged home. On (B)(6) 2010: the patient presented with congestion, sinus pressure, chest discomfort, and chest tightness. Assessment: acute frontal sinusitis; atypical chest tightness; back pain . On (B)(6) 2011: the patient presented with left hip pain and in the left arm numbness and weakness and occasional right hip pain. Impression: neuralgia, left arm radiculopathy; back ache. On (B)(6) 2011: the patient presented with left arm and hand numbness, leg weakness, and spine pain. On (B)(6) 2011: the patient presented for MRI of the cervical spine due to left arm tingling and achiness as well as let leg numbness. Impression: c5-6 disc protrusion with extruded fragment behind c5; left paramedian disc protrusion at c6-7 with left cord compression. On (B)(6) 2011 : the patient presented with numbness and tingling in the left arm. Assessment: arm numbness and tingling due to disc bulge c6-7. On (B)(6) 2011: the patient presented with back pain. The patient recently developed numbness on the left side of the upper extremity and lower extremity. Recent MRI of the cervical spine found patient to have disc disease that is compressing the disc causing some compression of the nerve that supplies the left side of the upper extremity. Assessment: low back pain with left leg pain and numbness and tingling; cervical disc disease. On (B)(6) 2011: the patient underwent x-rays of the thoracic spine. Impression: no fracture or dislocation; no spondylosis or spondylolisthesis. The patient also underwent x-rays of the lumbosacral spine. Impression: post op changes of the t11, t12, and l1 vertebrae with no fractures or dislocation and no sponydlolysis or spondylolisthesis. On (B)(6) 2011: the patient underwent x-rays of the chest and left ribs due to complaints of mid to low back pain. The pain is more posterior radiating into the posterior left ribs. The patient complains of numbness on the left side for 6 months. Impression: no recent fracture of the left ribs. No active cardiopulmonary disease. On (B)(6) 2012: the patient presented for medication refills and complained of back pain. Assessment: low back pain, mild copd. On (B)(6) 2012: the patient presented with popping in his back following a bar fight. The patient also reports back pain. The patient had discomfort from palpation of lumbar para-spinal muscles. Assessment: backache; neuralgia/neuritis, left arm radiculopathy. The patient underwent x-rays of the lumbar and thoracic spine. Impression: partial corpectomy with strut at t12 present with metallic fusion from t11 to l1 appears unchanged since (B)(6) 2011. Remainder of thoracic and lumbar spine regions demonstrate no significant abnormality nor change. On (B)(6) 2013: the patient presented with mid back pain, headaches and tingling in fingers and left side, and discomfort to palpation of lumbar paraspinal muscles. Assessment: neuralgia/ neuritis, left arm radiculopathy; backache; chronic pain; depression. Drug screen came back negative. On (B)(6) 2013: the patient presented for CT of cervical spine due to neck pain and numbness in upper extremities. Impression: central disc protrusion c5-6 and central left paramedian disc protrusion c6-7. On (B)(6) 2013: the patient presented with pain in his middle to lower back, left side pain, left abdominal pain, left hip pain and pain down into the left leg. The patient has numbness in his arms. Assessment: backache; neuralgia/ neuritis, left arm radiculopathy; on (B)(6) 2013: the patient presented with back pain. Assessment: failed back syndrome with no further spine surgery indications. On (B)(6) 2013: the patient presented with back pain. Palpation causes pain down his side and into his groin. Impression: neuralgia/neuritis, left arm radiculopathy; chronic pain (B)(6) 2013: the patient presented with back pain and some numbness in lower and upper extremities, as well as muscle weakness. On (B)(6) 2013: the patient presented with mid back pain. Assessment: mid back pain on left side. On (B)(6) 2013: the patient presented with back pain and believes he is starting to drag his left foot when walking. The patient also reports weakness in his extremities. The doctor noted discomfort to palpation of lumbar paraspinal muscles. Impression: neuralgia/neuritis, left arm radiculopathy; chronic pain (B)(6) 2013: the patient presented with chronic back pain. The patient has decreased range of motion . Assessment: chronic back pain, contractures in back, poor flexibility, and poor pain tolerance.